Event description:
It was reported the appliers were used during an unknown procedure. It was reported the clips misfired with both devices. Another device was used to complete the case. No patient consequence.